Event description:
On the advice of my chiropractor, I was told to keep heat on a problem si joint. I chose to use the brand "icyhot" heat patch which consists of menthol "wafers" in a cotton-like sleeve with adhesive on the back. I had never used this particular brand before. I applied the patch to the affected area and after an hour or so, I noticed that it felt much warmer, in fact, almost hot, than an other brand I had used previously - not on the same area. It continued to feel pretty warm and after about 3-4 hours I decided to remove it since it was getting pretty uncomfortable. There was a great deal of pain involved when I was peeling it off and to my surprise, a patch of skin peeled off with it. I now have a blistered area at the base of my spine, slightly to the left of my spinal column. I have seen a dr and was advised to keep it covered and use a topical antibacterial such as neosporin. I have reported this incident to chattem. Diagnosis or reason for use: back problem - advice for heat use by chiropractor. Event abated after use stopped or dose reduced? Yes.